Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and was experiencing high blood glucose on (B)(6) 2020 for 3 days. Customer¿s blood glucose level at the time of the incident was 935 mg/dl. Customer reported retainer ring came out of insulin pump and reservoir compartment was damaged also reservoir unable to lock in place when inserted into insulin pump. Customer reported insulin flow alarm started a month ago she was not sure how many sets and reservoirs she changed since then. Customer had one that was bent cannula. The customer stated that they couldn't breathe and thought was hit by the truck, it felt like flu. Customer reported they were treated at the hospital with antibiotic and saline fluids. The insulin pump will not be returned for analysis.